Event description:
It was reported that an ilet user experienced insulin leakage at the connector that attaches to the reservoir, with two connectors affected while subsequent connectors functioned normally; during the event the user recorded blood glucose values over 600 mg/dl without symptoms, and replacement supplies were provided with troubleshooting and education completed. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a leak consistent with a seal issue at the reservoir connector, aligning with a device leak/splash problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.